Manufacturer narrative:
Film evaluation summary: the exact cause of the ruptured left external iliac artery reported during implant could not be determined from the pre-implant films provided. Images at implant were not provided and the reported event could not be assessed, and post-implant CT¿s were also not available. Pre-implant films confirmed that the patient¿s external and common iliac arteries were tortuous and calcified. It is possible that the patient¿s diseased anatomy may have contributed to the reported vessel rupture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1624c124e, serial/lot #: (B)(4), ubd: 25-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was noted that the patient had tortuous and calcified iliac arteries measuring 8mm on the right and 6mm on the left. It was reported that difficulty was encountered in inserting the devices through the patients tortuous anatomy during the index procedure. It was then noted that the right iliac artery had ruptured and two non mdt stents were inserted to resolve the rupture. A 14fr 16x16x93 and a 16x10x124 stent graft were then inserted into the patient to complete the procedure. As per the physician, the cause of the event was related to the patient anatomy. No additional clinical sequelae were reported and the patient will be monitored.